Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced the insulin cartridge becoming dislodged from the ilet overnight on multiple occasions and also experienced frequent occlusion alerts, after which she performed a rewind and did not observe insulin drops, indicating no insulin delivery; the user reinserted the cartridge and continued use, and component details were provided for insets, cartridges, and adaptor, with the device component implicated as the reservoir and the problem characterized as a fitting issue. Symptoms included hyperglycemia. Outcomes included insufficient information about lasting impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed a mechanical problem associated with the reservoir that aligned with a fitting problem and occlusion reports. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.